Manufacturer narrative:
This product was manufactured in the u.s., but is not marketed in the u.s. Diopter: -11.50. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens -11.50 diopter in patient's left eye (os) on (B)(6) 2015. Excessive vault was noted and the lens was explanted and exchanged for a smaller lens with a similar diopter size on (B)(6) 2015. This resolved the problem.